Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seal was intact. Scratches on the lcd lens screen were noted when the device was visually inspected. A review of the event history log was able to confirm the reported event. Functional tests performed, which were able to replicate or confirm the reported event. The device found downstream occlusion calibration failed at high pressure and alarmed "cassette not attached properly" when latched. It found that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a cadd solis pump failed testing of the downstream occlusion sensor and would not calibrate. There was no patient involved.